Manufacturer narrative:
The authorized service provider, (B)(6), confirmed there were no failures with the ventilator. It was confirmed that gastric dilation was a described side effect in the user manual. The clinical staff at the hospital was given further training on this.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the adverse event]. Gastric distention is a known patient issue with positive pressure ventilation.

Event description:
A physician reported that a patient had gastric distention. The patient was admitted for acute exacerbation of chronic obstructive pulmonary disease, heart disease, type 2 respiratory failure, respiratory acidosis, metabolic alkalosis and hyperplasia of the prostate. The patient was on the ventilator for approximately one week for four hours a day, and on (B)(6) 2017, had air leakage of 7 20/l, the patient had flatulence and it was visible. The ventilator was removed and the patient was treated with tongli shenling granules 10 g for spleen and stomach three times a day) and domperidone maleate tabs 12.7 mg. After one week of treatment the patient has no further symptoms and did not require a naso-gastric tube.